Event description:
Patient was implanted with a synchromed pump and catheter in 1997 for intrathecal infusion of lioresal for intractable spasticity. In 2000, patient underwent explantation of the device after an x-ray rotor study revealed the pump rotor had stopped. The device was returned to the manufacturer for analysis. The patient underwent implantation of another synchromed pump on the same day.